Event description:
It was observed that during the device evaluation, the subject device exhibited missing glue at the forceps raiser cover and light guide lens(es), and also the charge couple device lens (objective lens) was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the missing glue at the forceps raiser cover and light guide lens(es), these events were more likely caused by the degradation of the adhesives which caused the failure of the component. Regarding the damage on the charge couple device lens (objective lens), this event was most likely caused by stress or impact, which caused the failure of the component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.